Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided for further investigation. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported to the health authority who then sent an inquiry and medwatch (mw5092355) regarding the consumer who had bilateral intraocular lenses (iol) implanted most likely a year ago. Since (B)(6) of 2019, the consumer has experienced impaired, blurred, hazy and foggy vision with glare that causes pain, halos and starbursts that result in poor night vision that interferes with driving. Numerous kinds of oncoming lights from various sources whether it be traffic lights, street lights, or sunlight causes non-functional visual situations. Her left eye also notices a black vertical line with some flickering. The left eye vision creates a dizzy feeling associated with the movement of the eye. She also has to use reading glasses for near vision. Additional information was requested, but no additional data was provided. This report is for the left eye.

Manufacturer narrative:
Additional information was provided in d.6. And d.11. The manufacturer internal reference number is: (B)(4).